Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Revision surgery performed at 4 years post operative due to pain in the beginning of year 2013, associated with joint instability sensation and diaphyseal pain.